Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported when removing the salivary duct stone, the collection basket broke off. The salivary duct had to be opened. Bleeding occurred and the duration of the operation doubled.